Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator to the MFR that they had sent an e-mail containing three (3) wvaeforms for analysis. The vad coordinator stated that the pt had come in to the ER because their pump had reportedly stopped. The analysis of the waveforms showed indications of cam follower bearing issues. The pt remains stable and on lvad support while awaiting a heart transplant.